Event description:
It was reported that as the anesthesiologist was preparing to insert the catheter, the balloon was inflated to test integrity and "a small piece of redundant flap", either from the balloon or the catheter tip was noted and the balloon would not inflate. Another catheter was used and no patient injury occurred.

Manufacturer narrative:
One catheter was received with an attached contamination shield and monoject 1.5cc limited volume syringe for evaluation. Three 3ml bd syringes were also returned with the unit. During visual examination, prior to decontamination, the balloon latex appeared to be deteriorated (cracking). There was no flap observed during the pre-deco examination. Examination after the decontamination process revealed that the balloon failed to inflate due to balloon leakage. Balloon leakage was observed through multiple cracks in the central area of the latex (deterioration). The balloon was examined at 40x magnification and what appeared to be adhesive was still visible on the latex surface. The heparin coating was removed during decontamination but adhesive and heparin had been observed during the pre-deco examination; it was not possible to determine if the adhesive/heparin was the cause of the flap due to the latex deterioration. The flap seen in a video submitted by the customer is most likely the heparin coating separating from the latex. Adhesive bonds to the latex and is not easy to remove. All through lumens were patent without any leakage or occlusion. The catheter body had an indentation approximately 71cm from the tip. There was no visible damage observed on the returned syringes. The inflation difficulty reported was confirmed during the evaluation and the "redundant flap" described in the complaint report was visualized in the video; however, there was no evidence of a manufacturing nonconformance found during the evaluation. It could not be determined if some factors after the manufacturing process may have contributed to the balloon deterioration. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.